Manufacturer narrative:
Patient information unknown/ not provided. Explant date: lens remains implanted, therefore not explanted. Email address: unknown/not provided. Telephone number: (B)(6). Device evaluation: product evaluation could not be performed since at the time of this investigation, the product had not been received. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one additional complaint was received from this production order. For dc-plunger rod issue and is pending for investigation results. No patient involvement, no treatment required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after following the directions for use (dfu) a particle of plastic came out of the eye with the cartridge. No harm for the patient and no interventions required. The material will be returned. No additional information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: returned to manufacturer? Yes; section d9: date returned to manufacturer: 25th june 2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: the complaint product was returned in its original packaging and wrapped in plastic with adhesive tape. Upon evaluation of the device, the components were correctly engaged and no assembly error and/or defect related to manufacturing process was identified. Traces of lubricating material can be observed, in the cartridge. No lens was received for evaluation, as it remains implanted. The device and the plastic in which it was wrapped, were carefully revised and there was no particle of plastic observed. Also, device was disassembled to verify, the components condition. And no damaged/defect that might lead to the reported issue were identified. Based in the analysis, the reported issue was not verified. And product quality deficiency was not identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.